Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 40.9 months of service. A different model guidant ICD was implanted without reported complication. An allegation has been made that the device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.